Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-1288qis-110 quadlink implant systems tip broke. This occurred during when the device broke in the joint.

Manufacturer narrative:
Additional information: b3, b5, g3, h6.

Event description:
Additional information was provided on 02/24/2025 indicating that the component c19790-01, part of the ar-1288qis-110, was the device that bent. The event occurred during an acl reconstruction on (B)(6) 2025 when the device tip bent. The patient was noted to have great bone quality. All fragments were retrieved from the patient, and a new device was used to complete the procedure. The delay was approximately two minutes and did not require additional anesthesia.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1288qis-110 was received for investigation. Visual evaluation of the device noted that the tip was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. The complaint allegation is confirmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The front part of the drill bit broke because of wrong approach when drilled back. It was switched on when too close to the bone instead of approaching with high speed. This is misuse of the surgeon.